Manufacturer narrative:
Further information was requested but was unavailable at this time.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to intermittent capture was observed on the implantable cardioverter defibrillator (ICD). There were no reported patient consequences.

Manufacturer narrative:
Correction: section h6, over-sensing code added to record.

Event description:
New information received notes the patient was asymptomatic and unaware of the oversensing. The patient declined coming in for testing as they were asymptomatic though testing was rescheduled. No real issues were noted via remote monitoring. The patient was stable with no complaints.